Manufacturer narrative:
(B)(4). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with excision of peritoneal wall nodule, fulguration and excision of pelvic peritoneal nodules. It was also reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported the patient underwent a gynecological procedure on (B)(6) 2009 and tvt was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to pelvic pain and dyspareunia. It was reported that following the procedure the patient experienced urinary problems, recurrence, bleeding, bowel problems, vaginal scarring and neuromuscular problem.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.